Manufacturer narrative:
This product is a pack of four products with part# 6430530, 510k# k143375 and UDI# (B)(4), which is available for market in the us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: burst fracture. Type of procedure: fusion for burst fracture. Levels implanted: l2-s it was reported that post-operatively, the set screw backed out from the screw head completely. The device come in contact with the patient. No health damage in the patient was reported.¿ update received on 11 apr 2018: the patient was performed l2-s (2a2b) fusion due to l4 burst fracture. After operation, set screws of s backed out on both sides(the quantity of the reported product was wrong. There are 2 set screws.). The set screw backed out from the screw head completely. The physician suspected that the event occurred due to his operation.